Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation based on information provided by technical assistance center (tac) updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection, but the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. The customer contacted olympus technical assistance support (tac) via other source. Troubleshooting and found no error code was provided. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a communication error. The issue was found during inspection for use. There were no reports of patient harm.